Event description:
Mace occurred during the follow-up interval. The mace was a ptca of a new lesion in the proximal cx. The event narrative indicated angina pectoris, ptca at the cx was distal to the stent from the index procedure. The event was evaluated as having an unlikley relationship to the device and the procedure. The event severity was mild and it was serious, requiring 2 days of inpatient hospitalizaton. The outcome was resolved without sequel. Lesion 2-1: the target lesion was a de novo in the native proximal cx, with vessel diameter of 3mm and lesion length of 6mm. The lesion was characterized as: class b2, non-ostial, irregular contour, readily accessible in the proximal segment, no angulation, eccentric, heavy calcification, and no thrombus was present.